Event description:
It was reported to philips that the system's flexvision computer was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analyzed system remotely and found that the flexvision pc would not start. Review of system log file confirmed the flexvision pc start up issue. The philips field service engineer (fse) went onsite and checked the problem reported by the customer. The philips engineer replaced the bios battery on mainboard. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.